Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was not confirmed. No evidence of the failure was received. One unpackaged ar-4500 batch 15116180 was received for evaluation. Visual evaluation revealed that the device was returned without the anchors and sutures. No damage was observed on the handle or cannula. A functional test was performed by sliding the trocar inside the depth stop without encountering any resistance. No problem found with the returned components.

Event description:
On 15th september 2025, it was reported by an arthrex employee that for 4 units of ar-4500, meniscal cinch¿, both anchors dropped out and suture broke. This was detected during use in a right knee meniscus repair surgery on (B)(6) 2025. The procedure was completed successfully with the 5th ar-4500. There was no patient harm and no secondary procedure needed. Ar-4515 used as cutter/knot pusher.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.